Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced cloudy effluent, further specified as ¿contaminated¿. The cause of the event was unknown. The patient presented to the renal unit; however, the patient was not hospitalized for the event. The patient was not treated with antibiotics for the event. At the time of this report, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.